Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had developed a possible infection and was hospitalized. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful. There have been no further reports of complications.